Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, 5 years and 7 months post implantation of a 26mm sapien 3 valve in aortic position, the valve had stenosed. A non-edwards transcatheter valve was implanted. The patient went home with no issues on pod 1.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The complaint for valve stenosis was confirmed based on the medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. While edwards durability testing of sapien 3 meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration including stenosis is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. Therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (7-feb-2017). In addition, there is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is complete, and no further action is needed. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, approximately 5 years and 7 months post implantation, a 26mm s3 valve was severely thickened with aortic valve area measured at 0.7cm2, a mean gradient of 66.5mmhg, and peak velocity of 5.2m/s. Per the instructions for use (IFU), valve stenosis is one of the potential risks associated with the device and transcatheter heart valve replacement procedure. Valve stenosis may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the valve stenosis was likely due to the leaflet thickening. The leaflets' mobility gets reduce as the leaflets become thickened and stiffened, which can cause the effective orifice area (eoa) of the valve to narrow, leading to increased gradient. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated b5, b6, b7, and h6- clinical code.

Event description:
As reported by an edwards field clinical specialist, 5 years and 7 months post implantation of a 26mm sapien 3 valve in aortic position, the valve had stenosed. Transesophageal echocardiogram measured an aortic valve area of 0.7cm2, peak and mean gradients of 109mmhg and 66.5mmhg respectively, and peak velocity of 5.2m/s. A non-edwards transcatheter valve was implanted. The patient went home with no issues on pod 1.